Event description:
On (B)(6) 2011 the vns patient's death certificate was received by the manufacturer. The patient's cause of death was listed as multiple myeloma. The patient's physician reported that she does not have their medical records from 2006 when the patient passed away and does not remember the patient let alone the relationship of the patient's death to vns. Therefore, it is uncertain at this time what the relationship of the patient's death is to vns.

Event description:
On (B)(6) 2011, a vns treating neurologist's nurse reported that the vns pt had died on (B)(6)2006. The cause of death was not provided. Attempts for additional info regarding the pt's death are underway but no further info has been received to date. A request has been sent for the pt's death certificate as well but it has not yet been received by the manufacturer. When further info is received, it will be reported.